Manufacturer narrative:
No sample was received for evaluation. Batch record review showed that all testing are within specification. No other adverse reactions have been reported so far for this lot. (B)(4).

Event description:
A nurse reported that a pt's cornea became cloudy during surgery after instilling viscoelastic into the pt's eye. The surgery had to be canceled because they did not have the necessary visibility. The pt's procedure had to be performed the following day.